Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the receiver displayed hwbatt on (B)(6) 2016. The patient's mother did not report injury or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and booted up to display "call tech support" on the display. The data log was reviewed and hardware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.